Event description:
It was alleged in the letter received from the hospital (B) (6), that the outer blister was damaged.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.